Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation - evaluation. A review of documentation including the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, as well as a visual inspection and dimensional verification of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be completed. However, imaging in the form of a single post-operative CT study was returned for expert image review. Per observation of the expert image reviewer: "the distal left tfle has no circumferential wall apposition in the dilated left common iliac artery (cia). The distal leg measures 20 mm in diameter while the cia measures 31 mm here. This lack of distal seal likely resulted in subsequent placement of the zsle extension iliac leg on the left. The zsle leg flares to 24 mm and seal adequately in the distal left cia with no evidence of endoleak. The complaint report lists a zsle-13-56 device, but this appears to be a zsle-24-56. No endoleak is seen around the left iliac legs. The right tfle leg has only 10 mm overlap in the ipsilateral limb. There is no evidence of a junctional endoleak here or around the remainder of the ipsilateral limb. There is no contrast evident around the remainder of the right tfle leg. The tfle leg flares to 24 mm and seals in the distal right cia." Per findings of the expert image reviewer: "the celiac trunk, superior mesenteric artery, and bilateral renal arteries are patent. The suprarenal stent of the zenith flex graft is intact. The proximal graft edge begins 6 mm below the right renal artery and has 21 mm of proximal seal length. The proximal graft diameter is 36 mm throughout this segment. Multiple radio-opaque markers are identified in the proximal and mid zone of the first sealing stent. These could represent the "endo anchors" listed in the complaint report. No proximal endoleak is seen. No proximal graft extension (as mentioned in the complaint report) is identified on this study. The maximum aaa sac diameter is 89.1 x 75.4 mm. There is focal artifact material at the posterior wall of the sac that extends posteriorly along either side of the spinal column, consistent with the onyx embolization also mentioned in the complaint report. No endoleak is seen in this area. The right tfle iliac leg overlaps 10 mm in the ipsilateral limb and flares to a maximum diameter of 24 mm. The distal leg seals for a length of 16 mm in the distal right cia. The right hypogastric artery and external iliac artery (eia) are patent. No endoleak is seen around the distal graft or around the ipsilateral limb junction. No endoleak is identified along the length of the right tfle leg. This is likely the reported 24 x 54 mm tfle leg." The complaint was unable to be confirmed based on image review as the current imaging that is provided shows no evidence of endoleak. Evidence of onyx embolization material in the lumbar area, radio-opaque endo-anchors in the proximal main body graft, and an extension iliac leg on the left side suggests prior concern for type 1a, type 2, and type 1b endoleaks. The imaging reviewer reported, "no endoleak is seen around the left iliac legs." Although there was no wall apposition observed in the proximal left tfle graft, there was no reported endoleak from the customer facility or observed endoleak on the imaging provided. With the information provided, it cannot be determined if the zsle was later placed as a secondary intervention to treat a type 1b endoleak or as a preventative measure to combat disease progression into the distal seal zone. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Design verification testing performed showed that the affected product meets the established acceptance criterion to show that the affected product is safe and effective for its intended use. A review of the design history record for lot a756647 found no nonconformances that could have contributed to the failure mode. It should be noted that there were no other complaints reported for this lot number. There is no evidence to suggest that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿warnings and precautions -- additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing a large aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. -- in the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be conducive to graft migration or endoleak. -- patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up 4.2 patient selection, treatment and follow-up -- key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15mm); and inverted funnel shape (greater than 10% increase in diameter over 15mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. 4.4 device selection -- strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration device infolding or compression 4.5 implant procedure -- inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. -- inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. 12.3 abdominal radiographs -- the following views are required: - four films: supine-frontal (ap), cross-table lateral, 30 degree lpo and 30 degree rpo views centered on umbilicus. - record the table-to-film distance and use the same distance at each subsequent examination -- ensure entire device is captured on each single image format lengthwise. If there is any concern about the device integrity (e.g. Kinking, stent breaks, barb separation, relative component migration), it is recommended to use magnified views. The attending physician should evaluate film for device integrity (entire device length including components) using 2-3x magnification visual aid. 12.6 additional surveillance and treatment -- additional surveillance and possible treatment is recommended for: - aneurysms with type I endoleak - aneurysms with type iii endoleak - aneurysm enlargement, =5 mm of maximum diameter (regardless of endoleak status) - migration - inadequate seal length consideration for reintervention or conversion to open repair should include the attending physician¿s assessment of an individual patient¿s co-morbidities, life expectancy and the patient¿s personal choices. Patients should be counseled that subsequent reinterventions including catheter based and open surgical conversion are possible following endograft placement.¿ based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. However, accessory devices (i.e. Evidence of onyx embolization material in the lumbar area, radio-opaque endo-anchors in the proximal main body graft, and an extension iliac leg on the left leg) suggest prior concern for type 1a, type 2, and type 1b endoleaks. The loss of wall apposition observed in the provided imaging in the distal tfle leg may be indicative of overall disease progression. As a result, it is feasible to say that disease progression could have been a likely contributing factor to a type ia endoleak against the main body, but there is no indication to support the physician's suspected type iiib endoleak through the graft material. A type iiib endoleak is most commonly seen as seepage through the stretched graft suture holes typically as a result of over-ballooning within the graft lumen, there was no mention of potential for this in the image review nor was any detailed information on the ballooning procedure provided by the user facility, but there is not enough evidence to rule over-ballooning out as a potential cause. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the original devices were implanted in (B)(6) 2008. Subsequently the surgeon diagnosed an endoleak and used another manufacturer's device to repair. In (B)(6) 2012, an additional limb was implanted. The patient presented to another surgeon in 2018 and another manufacturer's body extension and endoanchors were used to repair an endoleak. The surgeon believes the main body graft has a type iii endoleak. The surgeon believes the graft needs re-lining to repair the type iii leak. The original devices implanted in (B)(6) 2008: tffb-36-95, a756647; tfle-20-71, a774813; tfle-24-54, a747567.